Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and could continue to use it, with instructions to call back if the malfunction recurred.